Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: nexgen articular surface size ef 14 mm, item # 00596203214, lot # 61413998. Nexgen patella reamer blade 41 mm, item # 00597909541, lot # 61366673. Nexgen femoral component, item # 00576401552, lot # 61451185. Nexgen poly patella size 32 mm dia. Standard 8.5 mm thickness, item # 00597206532, lot # 61454223. Nexgen tibial component precoat size 4, item # 00598003702, lot # 61443397. Simplex p bone cement, item # 6191-1-001, lot # 2012-10. Simplex p bone cement, item # 6191-1-001, lot # 2012-12. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-06819, 0001822565-2018-06821, 0002648920-2018-00861, 0002648920-2018-00862. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a right knee arthroplasty and subsequently patient is experiencing a rash.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient underwent right total knee replacement. No intraoperative complications with the implants were noted. Per the nexgen cr-flex and lps-flex gender solutions package insert, metal sensitivity is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.